Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation. An output power test was performed on the device. The esg-100 was tested with an olympus test metron electrosurgical analyzer and all measurable output powers were measured within olympus specifications. A visual inspection of the received condition was performed on the device; monopolar and bipolar connectors show signs of fluid invasion/moisture and watermarks; monopolar and bipolar outputs were tested with our test handpieces, respectively. Adjusted power levels (low to high), output power was corresponding to the set power level when activated. Output was thoroughly tested. Output power was active 100% of the time when activated. The device is equipped with the correct genuine epcos capacitors. Found a burnt resistor (r28) on the communication board. Based on the evaluation, the reported event could not be confirmed as the monopolar and bipolar output measured within olympus specifications. Cut and coag functions tested normal and functional. In addition, the handpiece instruments used during the reported event were not returned along with the subject device for evaluation. However, fluid/moisture on connector contacts can be a contributory factor and can potentially cause connections issues.

Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility to gather additional information on the reported event. On (B)(6) 2019, the clinical coordinator at the user facility further reported there was mild bleeding to the patient that was controlled with a clip and epinephrine. The patient required a longer stay as the patient was transferred to an acute facility for closer observation. The patient is stable and at home. Patient was reported to have no pre-existing conditions. In addition, there were no errors displayed on the device and no other unusual phenomenon noted. The procedure was delayed by 30 minutes and the intended procedure was completed using an unspecified replacement device. The referenced device was used with a celon footswitch ii (0923-1568) and an unspecified bovie cable, bovie pad and snare. The device was set to 20 coag. The device was inspected prior to procedure with no anomalies observed. No troubleshooting was performed. The device was returned to olympus but the evaluation is in progress. The exact cause of the reported event cannot be determined at this time. A review of the device¿s instrument history records shows the device was sold in november 7, 2009 and was last serviced in february 10, 2016. Olympus will continue to investigate the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was made aware that the generator cut coag output is too low. The cauterizing aspect not working very well still having bleeds.